Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The caller was instructed by technical support to perform several corrective actions, including disconnecting and tightening tubing, delivering boluses, and replacing supplies as needed. Ultimately, the customer reverted to an alternate method insulin therapy.